Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer stated that the vision-pro monitor worked before but was not getting image anymore. Tac advised the customer to check the cables and serial digital interface (sdi) going to the oev-261h monitor and the printer. Customer was unable to check the back of the stryker vision-pro monitor to confirm the cable issue. Tac instructed the customer to contact stryker to confirm if the input monitor was set correctly. Customer will call olympus to follow up. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center was unable to produce an image on the vision-pro monitor. But the primary monitor produced an image when connected to the cv-190. There was no harm or user injury reported due to the event.